Event description:
It was reported that there was low impedance on the right ventricular lead, which triggered a polarity switch. The impedance has been stable since, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The polarization change/conductor coil was abandoned and switched to unipolar in (B)(6) 2010.

Event description:
It was reported that there was low impedance on the right ventricular lead, which triggered a polarity switch. The impedance has been stable since. It was also reported that the lead had unacceptable threshold measurements and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.